Event description:
A customer reported that a port connected to a tissue expander was leaking. We could not determine with 100% certainty that the device was explanted because, the customer did not provide that info. Also the port are often not implanted in the pt.

Manufacturer narrative:
This report is being initiated following an FDA field audit and a review of our complaint file.